Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be not tilted and separated from the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, no knife impression was observed along the cutline impression in the cutting ring/mylar cover. The clinical anvil was used for all functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. An anvil retention test was performed with an acceptable result. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon fired the device, but was unsure if it was fired properly because the anvil disengaged and remained in the patient's gastrointestinal tract. The surgeon had to use other maneuvers to remove the anvil which was stuck in the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon fired the device, but was unsure if it was fired properly because the anvil remained in the patient's gastrointestinal tract. The surgeon had to use other maneuvers to remove the anvil which was stuck in the patient. There was no patient injury.